Event description:
It was reported that an ilet user with a dexcom g7 experienced dashed cgm lines on the ilet display and ilet mobile app with a ¿disconnected¿ status, after the user performed a factory reset that prompted ¿begin ilet setup,¿ resulting in interruption of ilet-cgm connectivity and insulin delivery until setup was completed. Symptoms included none reported and no adverse clinical effects, and blood glucose was not affected. Outcomes included temporary loss of cgm data to the ilet and a brief interruption in automated insulin therapy that was resolved through guided device setup. Investigation included customer service troubleshooting and user education. Investigation of this case revealed that the device functioned as designed and that the event was attributable to user-initiated factory reset requiring re-setup and reconnection. It was concluded that the event was due to use error related to device setup following a factory reset, and normal operation resumed after reconfiguration and therapy resumption.